Event description:
The reported description notes that the customer expected a heart rate alarm. This was noted during biomedical engineering testing. There was no patient involvement. However, should there be patient involvement- patient harm/injury is possible should a failure to alarm occur during ECG monitoring.

Manufacturer narrative:
(B)(4). The reported description notes that the customer expected a heart rate alarm. This was noted during biomedical engineering testing. There was no patient involvement. However, should there be patient involvement-patient harm/injury is possible should a failure to alarm occur during ECG monitoring. There was no device malfunction. Tech support spoke with the biomed who was testing the device and had silenced the alarm. The silence function puts the alarm function on hold for a user configured time setting. There was no patient involvement. For the configuration setting, the customer has chosen, this is normal operation and not a malfunction. This issue is service personnel misunderstanding the device functionality. Hazard analysis - the information provided related to this situation does not support that there is design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.